Event description:
It was reported to philips that during bench repair the measurement connection module was damaged. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 23nov2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty measurement connection module. Based on the conclusion of the investigation, it was determined that this was a malfunction of the measurement connection module. The measurement connection module was replaced and the device passed all testing. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.